Event description:
A high readings issue was reported with the freestyle libre reader. Customer reported "the reader is showing different readings, test strips is really high" and additionally reported receiving unspecified third-party treatment. No further details were provided as call was disconnected during the course of troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot or serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre reader. Customer reported "the reader is showing different readings, test strips is really high" and additionally reported receiving unspecified third-party treatment. No further details were provided as call was disconnected during the course of troubleshooting. There was no report of death or permanent injury associated with this event.